Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call of a split and damaged sensor cannula. The customer's blood glucose reading was 188 mg/dl at the time of incident. Troubleshooting found that when the needle was removed it did not retract into the needle hub. The customer was advised that the device would be replaced and to return the product for analysis.